Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('millimeter material found after essure removal'), device dislocation ('two other remains in the patient's abdomen') and blindness ('loss of vision') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menorrhagia. Medical conditions: no relevant personal history. No known allergic reactions. Previously administered products included for an unreported indication: implanon from 2013 to (B)(6) 2015. Concurrent conditions included obesity. In 2014, the patient experienced swelling ("swelling"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstrual alterations"), breast discharge ("breast discharge / telorrhea in the right breast"), abdominal distension ("abdominal distention"), pruritus genital ("itching in genitals"), anaemia ("anemia"), blindness (seriousness criterion medically significant), tooth loss ("loss of teeth"), arthralgia ("joint pain in the knee and ankle") and hypersensitivity ("allergic reactions"). In (B)(6) 2016, the patient experienced menometrorrhagia ("metrorrhagia / menstruation lasting 10-15 days") and menstruation irregular ("irregular cycles"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding"). On (B)(6) 2016, the patient experienced mass ("painless lump in the vagina"). On (B)(6) 2017, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day continuously. In 2017, the patient experienced headache ("headaches") and fluid retention ("fluid retention") and was found to have weight increased ("increased 13 kg of weight in a month"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel sensitization"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). In 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced abdominal pain lower ("pain in the hypogastrium"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with tranexamic acid (amchafibrin) and surgery (bilateral laparoscopic salpingectomy and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. Mirena was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, menstrual disorder, menometrorrhagia, breast discharge, abdominal distension, pruritus genital, anaemia, blindness, tooth loss, arthralgia, hypersensitivity, allergy to metals, menstruation irregular, menorrhagia, mass, swelling, endometriosis, adenomyosis, abdominal pain lower, headache, fluid retention and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, anaemia, arthralgia, blindness, breast discharge, device breakage, device dislocation, endometriosis, hypersensitivity, mass, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, pruritus genital, swelling and tooth loss to be related to essure. The reporter considered fluid retention, headache and weight increased to be unrelated to essure. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, anaemia, arthralgia, blindness, breast discharge, device breakage, device dislocation, endometriosis, hypersensitivity, mass, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, pruritus genital, swelling and tooth loss to be unrelated to mirena. The reporter considered fluid retention, headache and weight increased to be related to mirena. The reporter commented: the device was placed without difficulty and in the same procedure a small atrophic endometrial polyp was removed. In 2016, treatment with amchafibrin was started with side effects such as significant swelling of the knees, mouth, ankles, and headaches she is awaiting a third intervention to remove the remains located in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2016: normal. Computerised tomogram - on (B)(6) 2019: post-surgical changes. Fat in small subumbilical eventration. Fat in small umbilical hernia.. Hysterosalpingogram - on (B)(6) 2015: complete tubal occlusion confirmed. Pathology test - on (B)(6) 2018: uterine endometriosis (adenomyosis); secretory endometrium; cervix with reparative changes.. Ultrasound scan - on (B)(6) 2014: normal; on (B)(6) 2015: the distance of the proximal ends cannot be specified; on (B)(6) 2016: normal; on (B)(6) 2018: uterus in retroversion, regular, with 76x49 mm hysterometry. 4 mm homogeneous midline. Two refringent fragments of 6 (left) and 4 mm (right) respectively compatible with residual essure material are visualized in both intramural portions. Adnexal pathology is not visible. X-ray - in 2018: millimeter material (after essure removal); in (B)(6) 2018: two other remains of essure in the patient's abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('millimeter material found after essure removal'), device dislocation ('two other remains in the patient's abdomen') and blindness ('loss of vision') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menorrhagia. Medical conditions: no relevant personal history. No known allergic reactions. Previously administered products included for an unreported indication: implanon from 2013 to (B)(6) 2015. Concurrent conditions included obesity. In 2014, the patient experienced swelling ("swelling"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstrual alterations"), breast discharge ("breast discharge / telorrhea in the right breast"), abdominal distension ("abdominal distention"), pruritus genital ("itching in genitals"), anaemia ("anemia"), blindness (seriousness criterion medically significant), tooth loss ("loss of teeth"), arthralgia ("joint pain in the knee and ankle") and hypersensitivity ("allergic reactions"). In (B)(6) 2016, the patient experienced menometrorrhagia ("metrorrhagia / menstruation lasting 10-15 days") and menstruation irregular ("irregular cycles"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding"). On (B)(6) 2016, the patient experienced mass ("painless lump in the vagina"). On (B)(6) 2017, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day continuously. In 2017, the patient experienced headache ("headaches") and fluid retention ("fluid retention") and was found to have weight increased ("increased 13 kg of weight in a month"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel sensitization"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). In 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced abdominal pain lower ("pain in the hypogastrium"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with tranexamic acid (amchafibrin) and surgery (bilateral laparoscopic salpingectomy and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. Mirena was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, menstrual disorder, menometrorrhagia, breast discharge, abdominal distension, pruritus genital, anaemia, blindness, tooth loss, arthralgia, hypersensitivity, allergy to metals, menstruation irregular, menorrhagia, mass, swelling, endometriosis, adenomyosis, abdominal pain lower, headache, fluid retention and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, anaemia, arthralgia, blindness, breast discharge, device breakage, device dislocation, endometriosis, hypersensitivity, mass, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, pruritus genital, swelling and tooth loss to be related to essure. The reporter considered fluid retention, headache and weight increased to be unrelated to essure. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, anaemia, arthralgia, blindness, breast discharge, device breakage, device dislocation, endometriosis, hypersensitivity, mass, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, pruritus genital, swelling and tooth loss to be unrelated to mirena. The reporter considered fluid retention, headache and weight increased to be related to mirena. The reporter commented: the device was placed without difficulty and in the same procedure a small atrophic endometrial polyp was removed. In 2016, treatment with amchafibrin was started with side effects such as significant swelling of the knees, mouth, ankles, and headaches she is awaiting a third intervention to remove the remains located in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2016: normal. Computerised tomogram - on (B)(6) 2019: post-surgical changes. Fat in small subumbilical eventration. Fat in small umbilical hernia.. Hysterosalpingogram - on (B)(6) 2015: complete tubal occlusion confirmed. Pathology test - on (B)(6) 2018: uterine endometriosis (adenomyosis); secretory endometrium; cervix with reparative changes.. Ultrasound scan - on (B)(6) 2014: normal; on (B)(6) 2015: the distance of the proximal ends cannot be specified; on (B)(6) 2016: normal; on (B)(6) 2018: uterus in retroversion, regular, with 76x49 mm hysterometry. 4 mm homogeneous midline. Two refringent fragments of 6 (left) and 4 mm (right) respectively compatible with residual essure material are visualized in both intramural portions. Adnexal pathology is not visible. X-ray - in 2018: millimeter material (after essure removal); in (B)(6) 2018: two other remains of essure in the patient's abdomen. Quality-safety evaluation of ptc: unable to confirm complaint no complaint sample was available. The batch number is unknown, and therefore the batch documentation and retain samples could not be investigated. All batches met the set specifications at the time of release. Trend analyses of complaints are reviewed regularly, no deviations have been observed. No similar confirmed quality related cases have been received. The complaint could not be evaluated in more detail because no complaint sample was available for inspection. Since no batch number nor sample is available, no further investigations could be carried out. Thus, the root cause cannot be identified. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of ptc. This case report refers to a 31-year-old female patient who had essure (fallopian tube occlusion insert) implanted and experienced pelvic pain. Essure was removed and then, device breakage and device dislocation were noticed. Patient had a mirena (levonorgestrel intrauterine delivery system) inserted while using essure. All events are anticipated in the reference safety information for essure. Device breakage is unlisted whereas the other events are listed for mirena. Considering the present temporal relationship and the drug safety profile, all events were considered related to essure and not related to mirena. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('millimeter material found after essure removal'), device dislocation ('two other remains in the patient's abdomen') and blindness ('loss of vision') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menorrhagia. Medical conditions: no relevant personal history. No known allergic reactions. Previously administered products included for an unreported indication: implanted from 2013 to (B)(6) 2015. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced swelling ("swelling"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstrual alterations"), breast discharge ("breast discharge / telorrhea in the right breast"), abdominal distension ("abdominal distention"), pruritus genital ("itching in genitals"), anaemia ("anemia"), blindness (seriousness criterion medically significant), tooth loss ("loss of teeth"), arthralgia ("joint pain in the knee and ankle") and hypersensitivity ("allergic reactions"). In (B)(6) 2016, the patient experienced metrorrhagia ("metrorrhagia / menstruation lasting 10-15 days") and menstruation irregular ("irregular cycles"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding"). On (B)(6) 2016, the patient experienced mass ("painless lump in the vagina"). On (B)(6) 2017, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day continuously. In 2017, the patient experienced headache ("headaches") and fluid retention ("fluid retention ") and was found to have weight increased ("increased 13 kg of weight in a month"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel sensitization"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). In 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced abdominal pain lower ("pain in the hypogastrium"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2018 and then from (B)(6) 2018. The patient was treated with tranexamic acid (amchafibrin), resuscitation (bilateral laparoscopic salpingectomy) and surgery (laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. Mirena was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, menstrual disorder, metrorrhagia, breast discharge, abdominal distension, pruritus genital, anaemia, blindness, tooth loss, arthralgia, hypersensitivity, allergy to metals, menstruation irregular, menorrhagia, mass, swelling, endometriosis, adenomyosis, abdominal pain lower, headache, fluid retention and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, anaemia, arthralgia, blindness, breast discharge, device breakage, device dislocation, endometriosis, hypersensitivity, mass, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, pelvic pain, pruritus genital, swelling and tooth loss to be related to essure. The reporter considered fluid retention, headache and weight increased to be unrelated to essure. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, anaemia, arthralgia, blindness, breast discharge, device breakage, device dislocation, endometriosis, hypersensitivity, mass, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, pelvic pain, pruritus genital, swelling and tooth loss to be unrelated to mirena. The reporter considered fluid retention, headache and weight increased to be related to mirena. The reporter commented: the device was placed without difficulty and in the same procedure a small atrophic endometrial polyp was removed. In 2016, treatment with amchafibrin was started with side effects such as significant swelling of the knees, mouth, ankles, and headaches. She is awaiting a third intervention to remove the remains located in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2016: normal. Computerised tomogram - on (B)(6) 2019: post-surgical changes. Fat in small subumbilical eventration. Fat in small umbilical hernia. Hysterosalpingogram - on (B)(6) 2015: complete tubal occlusion confirmed. Pathology test - on (B)(6) 2018: uterine endometriosis (adenomyosis); secretory endometrium; cervix with reparative changes. Ultrasound scan - on (B)(6) 2014: normal; on (B)(6) 2015: the distance of the proximal ends cannot be specified; on (B)(6) 2016: normal; on (B)(6) 2018: uterus in retroversion, regular, with 76x49 mm hysterometry. 4 mm homogeneous midline. Two refringent fragments of 6 (left) and 4 mm (right) respectively compatible with residual essure material are visualized in both intramural portions. Adnexal pathology is not visible. X-ray - in 2018: millimeter material (after essure removal); in (B)(6) 2018: two other remains of essure in the patient's abdomen. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.